Manufacturer narrative:
The analysis results found that the device was returned in good condition. The returned device was fully dispensed and upon inspection, the visual characteristics and the functional ones make this device acceptable to work normally. As conclusion, the device worked as intended.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure on (B)(6) 2015 and absorbable straps were used for the screen fixation in the abdominal wall. During the procedure, the staples fell open in the patient cavity, it prevented the screen fixation. The staples were removed immediately from the patient cavity. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Additional information has been requested.